Event description:
The core impaction drill was sent for evaluation because it was smoking prior to a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any delay.

Manufacturer narrative:
Upon disassembly and visual inspection the driveshaft was corroded, the spindle housing was too tight on the drivershaft, and the rotor coupler was worn.